Manufacturer narrative:
Eval in progress. Investigation pending.

Event description:
Distributor reported potential false negative hcg results on the icon 25 hcg (combo cassette) test on one pt. The pt reported that she had tested herself on an unspecified over the counter pregnancy test and received a positive result. The pt was sent to the lab for a serum quantitative test and the result was 115,677 miu/ml which is equivalent to (B)(6) of pregnancy. The following was reported: urine was dark amber and did not appear cloudy. Not on any unusual medication. Specific gravity of urine sample=1.30. Control run was performed and control line was good. There was no reported adverse pt sequela. There was no add'l testing or pt information provided.